Manufacturer narrative:
The heat up of the head was reproducible during a short test run. The analysis did show that the handpiece had a high debris level inside, the bearings have been gritty, the bur slipped due to too low retention force of the chuck, the head was dented at the push button and the push button had circular marks on the inner side. Shows that the maintenance / reprocessing of the handpiece is not performed as requested as the particles which result from the normal wear during the use get normally removed out of the handpiece by following the correct procedure. Is a direct result of the high debris level and causes higher friction and therefore increase of temperature. This 2 issues are already a possible root cause for the overheating. Another root cause is the finding in 5). It shows that the push button has been pressed while the handpiece was spinning. This happens if the handpiece gets used to lift soft tissue (lip, cheek, tongue...) Away from the treatment area. The result is a unusual high inner friction and therefore heat up of the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. - do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. - never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: - the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. - before each use, the contra-angle handpiece must be checked for external damage. - before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. - immediately stop using contra-angle handpieces that act unusual. - never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the handpiece heated up and caused a burn on the right cheek of the patient. Burn was approximately 1cm in diameter. No medical care was necessary, patient was instructed to do warm salt / water rinses and received an otc orajel ointment. Age of patient is best estimate.